Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) oversensed noise on the right atrial (ra) lead. Boston scientific technical services (ts) reviewed the device¿s memory and noted that noise was indicative of oversensing of the minute ventilation (mv) sensor. Mv oversensing is commonly observed in high impedance situations either from a lead issue or a device-to-lead connection issue. Ts noted that the ra impedances have been fluctuating from 500-1300 ohms and there is evidence of inappropriate atrial tachy response (atr). Isometrics and pocket manipulation was performed but did not demonstrate any significant changes in impedances. The sensitivity was adjusted and the mv sensor was programmed off. The device remains in service. No adverse patient effects were reported.